Manufacturer narrative:
Cracked reservoir tube lip, broken battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button response due to open connector on lcd board.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that there was a broken piece from reservoir compartment. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.